Event description:
It was reported via social media that thrombosis and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During follow up, the patient had a thrombus on the closure device. The patient was placed on blood thinners for six months. After stopping blood thinner treatment, the thrombus returned. The patient died with the thrombus still on the closure device. No further information is available at this time.

Manufacturer narrative:
Date of death - estimated as (B)(6) 2022 as the date of event is unknown and the comment was made jul2022. Date of event - estimated as (B)(6) 2022 as the date of event is unknown and the comment was made jul2022. Implant date- estimated as (B)(6) 2022 as the implant was noted on an earlier date, but was not made known.